Manufacturer narrative:
Pending investigation. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2009. The patient was revised on (B)(6) 2021 due to unknown reasons. No other information reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
Correction/additional information: b3, b4, b5, h6.

Event description:
As reported by legal notification, the female patient had an initial right tka on (B)(6) 2009. The patient was revised on (B)(6) 2021 due to accelerated and preventable wear of the optetrak polyethylene tibial insert.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear after being implanted for over 12 year as stated in the legal documentation. However, this cannot be confirmed because the tibial insert was not returned for evaluation and images/pre-revision radiographs were not provided.